Event description:
The customer reported an event of excessive volumes to the entire row g of the microplate. No erroneous results were reported.

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and inspected all tip clamps, plunger clamps, and ejection pins. The fe tested lld with splld test. The fe tested the summit with (B)(4) software test. All tests passed. Repairs have returned this instrument to expected operation. (B)(4).